Event description:
It was reported that during an unknown procedure, the trocar was broken when the first device was introduced. There was no advere patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the outer gasket torn. A potential cause for this kind of damage is the contact of a sharp object with the gasket. The obturator was not returned for analysis. We have documented the circumstances as they were reported to us. In addition, the complaint information is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no batch number was provided.